Manufacturer narrative:
Additional age of device: 8 months. Lot number: 09j03ra, (B) (4), expiration date: 10/03/2010, manufacture date: 09/03/2009. Based on the information obtained to date, no direct correlation can be made between the reported event and the novasure system. Device history record (DHR) reviews were conducted for the two novasure disposable devices and rf controller reportedly used in this procedure. No abnormalities were noted and the devices passed all qa testing prior to release. According to the instructions for use (IFU) warnings: use caution not to perforate the uterine wall when sounding, dilating, or inserting the disposable device. If the disposable device is difficult to insert into the cervical canal, use clinical judgment to determine whether or not further dilation is required. The novasure system performs a cavity integrity assessment (cia) test to evaluate the integrity of the uterine cavity, and sounds an alarm warning of a possible perforation prior to treatment. (B) (4).

Event description:
User facility reported several unsuccessful cavity integrity assessment (cia) tests with the use of two devices during an attempted novasure endometrial ablation. The procedure was abandoned and a uterine perforation was confirmed on post hysteroscopy. Follow-up on (B) (6) 2010 and (B) (6) 2010 revealed that no treatment was given for the perforation; however, the patient was hospitalized and a hysterectomy was "performed due to the primary diagnosis of post menopausal bleeding." A hysteroscopy, dilatation and curettage (d&c), and sounding with a metal sound (not a hologic device) were performed prior to the attempted ablation. It is not known when this perforation occurred or what instrument may have been the cause.